Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's charger was not locating the ipg. The patient's scs ipg was inoperable, surgical intervention was taken to replace the ipg.